Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 patient experienced an allergic reaction to the sensor resulting in a painful blister on her skin. At the time of the call patient did not seek medical intervention and treated the blister on her own. Patient stated she is starting to heal but is still sensitive to adhesives.